Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2016) is considered to be a best estimate. This emdr represents the ventralight st using echo ps (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2015 - patient was diagnosed with umbilical and incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, "supraumbilical incision was made. The hernia sac with incarcerated omentum was noted and reduced. A ventralex mesh was placed and tacked using sorbafix tacker." On (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with excision of ventralex mesh (device 1) and implant of ventralight st using echo ps (device 2). Per op notes, "extensive adhesions to the omentum and anterior abdominal wall were taken down. The previous mesh (device 1) had come loose and rolled up under and was densely adherent with omentum were taken down. The old mesh (device 1) was excised and removed. The hernia defect was noted and reduced. A ventralight st using echo ps (device 2) was placed and tacked using sorbafix tacker." On (B)(6) 2020 - patient had recurrent ventral hernia thereby underwent repair with excision of ventralight st using echo ps (device 2).